Manufacturer narrative:
Additional information was received which was not included with the initial report. The additional information has been provided with this report. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Event description:
It was reported that the customer was using pump auto mode on both low incidents. The customer was also having issues with calibration not accepted and sensor updating alerts and was unsure if the pump was broken or they were doing something wrong.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 182 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as choking, unresponsiveness, and loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer had another low requiring medical intervention on (B)(6) 2018. The insulin pump will be returned for analysis.